Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware.